Event description:
There was an allegation of questionable elecsys ferritin results for 1 patient sample on a cobas e 402 analytical unit. The initial result was 3.77 ng/ml. The customer was prompted to repeat the sample as they received a sample probe alarm. The sample was repeated on another e402 analyzer and the result was 51 ng/l. The repeat result was deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.